Event description:
On 12/2000, the facility's supervisor informed the distributor's sales rep of the following: device catheter malfunctioning, unable to inject through device. No further details were provided at this time.